Event description:
The complainant reported that during a therapeutic ercp with lithotripsy, the tip of the device detached. The physician had captured a stone with a lithotripter compatable basket and was attempting to crush the stone when the tip detached as designed. The tip was unable to be retrieved and was left to pass naturally. Another device was used to complete the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the relationship between this device and the cause for this event at this time. A device history review revealed no anomalies with the lot number reported. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.